Event description:
Pt reported a lap-band system for which "every time I reach a certain weight I vomit in my sleep, the liquid comes out of my nostrils and I have had aspiration pneumonia at least six times, each time making me very sick with high fevers," which "burns and tastes like something died in my esophagus." The pt also reported "left shoulder pain frequently no matter how much or how little I eat," and "the band has moved several times, my belly button changes shape and I can palpate the band way down where it is not supposed to be." The pt stated "I'm going to have it taken out as soon as my insurance is effective," however, the pt does not specify if the lap-band system was or will be replaced. The reported events have not been confirmed by a healthcare professional and no contact info was available for f/u.

Manufacturer narrative:
Unk. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Band slippage, visibility/palpability, reflux, vomiting, infection, and fever are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number or the implant date. See